Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level was 400 mg/dl. It was unknown that whether the auto mode feature was active at the time of high blood glucose incident. The sensor had change sensor and sensor updating alerts. The insulin pump will not be returned for analysis.